Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an electrical short circuit and then could not turn on, even with a new power cord. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not turn on. It was indicated that the power supply was out of specification. It was also indicated that the display was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.